Manufacturer narrative:
The t:slim g4 user guide states, "check the luer lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. Leaks around the luer lock connection can result in under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock connected to the patient infusion line was noted to be loose and to contain an air bubble. The contact reported the customer experienced a blood glucose (bg) level above 300 (mg/dl). Manual injections were delivered to address bg levels. During troubleshooting with tandem technical support, the contact was able to prime the air bubble and tighten the luer lock. It was recommended that the luer lock is periodically checked to ensure that it is secure.